Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, a root cause is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The product was returned for investigation, and a service inspection was performed. The device underwent a visual inspection and functional tests to assess the device status. The inspection identified.